Manufacturer narrative:
Reported event: an event regarding software error involving a mako tha software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: review of the log/session files has not been completed as the crisis logs were not made available for evaluation. Both crisis logs and sessions files are required to investigate a system/software complaint. If the logs are received by stryker then the complaint will be reopened and log/session files reviewed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob543 was inspected on (B)(6) 2017 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob543 shows 0 similar complaints for tha software - software error. Conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Both the patient session files and crisis logs are required to complete a full investigation for determining root cause. If the crisis files are provided then the complaint will be reopened. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text: device not available.

Event description:
It was reported by the mps that a patient who did 2 mako tha. Right hip was done on (B)(6) 2020 and left hip on (B)(6) 2021. Surgeon alerted me on (B)(6) 2021 about some discrepancy of the case planning. When the right hip was done, hip length was about 4mm longer than left hip. However, when patient did the left hip on (B)(6), surgeon noticed the right hip length is now shorter. He does not understand why is it so and request to make an investigation on that. Update (B)(6) 2021 : surgery on right hip ((B)(6) 2020): primary surgery. Surgery on left hip ((B)(6) 2021): primary surgery. The thr procedure was completed as planned. No other medical intervention was needed. Details of the reported product, device, application (software)- tha 3.3.1.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported by the mps that a patient who did 2 mako tha. Right hip was done on (B)(6) 2020 and left hip on (B)(6) 2021. Surgeon alerted me on 12 jan 2021 about some discrepancy of the case planning. When the right hip was done, hip length was about 4mm longer than left hip. However, when patient did the left hip on (B)(6), surgeon noticed the right hip length is now shorter. He does not understand why is it so and request to make an investigation on that. Update 20 jan 2021: surgery on right hip [(B)(6) 2020] - primary surgery. Surgery on left hip [(B)(6) 2021] ¿ primary surgery. The thr procedure was completed as planned. No other medical intervention was needed. Details of the reported product, device, application ( software ) - (B)(4).